Event description:
It was reported that a user of the ilet experienced hyperglycemia after a meal while using an inset 6 mm 23" infusion set without leaks, delivery stoppage alarms, or reported infusion site issues. Symptoms included elevated glucose levels. Outcomes included a transient event that resolved with return to target range within about an hour, with no medical intervention, no hospitalization, and no long-term impairment. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction and a likely user or physiologic cause related to postprandial glucose excursion. It was concluded that the event was consistent with hyperglycemia with an unclear cause and that the device functioned as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.